Manufacturer narrative:
Follow-up #1: date of submission 08/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the pump powered on to a blank display. The pump was opened up and there was no evidence of moisture or any damages found to the display. When a test display was used, the pump was fully functional. Investigators concluded a failed display flex issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display issue. The reporter stated that the display was unstable as it would be illegible at times and readable at others. The reporter indicated that the display could not be read safely due to this issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.